Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson's disease. It was reported the deep brain stimulation (dbs) implant on the right side had early erosion and the patient complaint of discomfort at the site of the dbs. It was noted the dbs on the right was oriented superficially and was causing discoloration at the chest site. It was also noted the patient could move all extremities but had pain with movement. On (B)(6)2018 the patient underwent bilateral ins removal due to battery depletion. The old batteries were removed, the left battery was replaced, the right pocket was expanded inferiorly and medially, and the right battery was placed inside. It was attached to the pectoralis fascia using a 2-0 silk stich in order to keep it from severely bruising and thinning skin at the right inferior edge of the battery pocket previously. At her follow up appointment on (B)(6) 2018 it was noted the patient was still confused and had severe ataxia. It was noted she had a medical history of dementia. She had fallen twice. She had mild bradykinesia bilaterally. The wound looked clean, dry, and had no erythema. The right lateral pocket showed mild bruising and bogginess. No further complications were reported or anticipated.